Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. The dialyzer also underwent an external leak test where no leak was detected. Upon extraction of the fiber bundle a looped fiber was found at approximately 30° on the cavity ID end, with the ports positioned at 0°. There were no opposing end that could not be isolated. The internal leak is confirmed due to a looped fiber fragment. This can occur during handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred less than five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being both an internal and external blood leak, visually observed near the hansen line connection. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred less than five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being both an internal and external blood leak, visually observed near the hansen line connection. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.